Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip client for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera cart monitor powered down without prompt from the user and then displayed the pcoip logo before reconnecting without prompt from the user. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The pcoip client for the navigation system was returned to the manufacturer for evaluation. Testing found multiple instances of the system rebooting in the event logs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.